Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed increased thresholds and decreased impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle (rv) was elevated. Analysis of the device memory indicated the impedance trend on the rv pacing lead was decreasing. Auto lead diagnostics shows ventricular lead impedance started decreasing week of (B)(6) 2014 from approximate baseline of 700 ohms and stabilized at approximately 450 ohms. Ventricular capture management trends shows the week ending (B)(6) 2014 threshold increased from an approximate baseline of 1 volt to high/out of range.